Event description:
Complainant alleged that during biomed testing, the device did not discharge to selected energy. When set at 30 joules, the device discharged 6 joules. Complainant indicated that there was no pt involvement in the reported malfunction.